Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Patient was in unstable condition with anterior flail, ruptured chordae, coronary artery bypass grafting (CABG) and long posterior leaflet. One xtw clip was implanted without issues. A jet remained medially of the implanted clip; therefore, an additional xtw clip was inserted. The clip was successfully deployed. However, after deployment, it was observed on echocardiography that the posterior leaflet had ruptured, causing a clinically significant delay in the procedure. It was noted that both clips remained stable on the leaflets. To treat the remained mr, an nt clip was inserted but was not able to grasp the leaflets. The physician decided to use an xt clip, but again, the leaflets were unable to be grasped. It was noted that mr was a grade of 4. Therefore, the physician decided to discontinue the procedure and transfer the patient to the operating room to undergo mitral valve replacement surgery. After the surgery was performed, the patient passed away. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, the reported death appears to be due to procedural conditions. The reported unspecified tissue injury appears to be due to challenging patient anatomy. Death and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported prolonged hospitalization, delay to treatment, and major surgical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na